Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the pod was not working. It turned out the reason the pod was not working was because they were trying to activate eros pods with her op5 controller. It was reported that the patient went to the emergency room but no information was given on why they went.